Event description:
It was reported that the shock impedance on this lead was out of range, over the upper limit. Oversensing on the atrial channel was also noted. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trends confirmed a gradual increase of the pacing impedance (up to 700 ohms) and the shock impedance (up to 115 ohms) between august 2015 and november 2015. However both impedance values were still in range. Furthermore artefacts on the ra channel, as mentioned in the complaint description, were seen on the available iegms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.